Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was not confirmed. Method & results: device evaluation and results: not performed as the component was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported relevant discrepancies for the referenced lot. Complaint history review: there have been no reported similar events for the lot referenced. Conclusions: it was reported that the insert component was revised from a thinner to a thicker component to treat the patient's pain. Exchange of a thinner to a thicker insert component is typically performed to address instability in the joint. No medical records were received, therefore it is not possible to confirm the event or to determine a cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Poly exchange was performed for pain. Thickness was increased from 9mm to 11mm on a cs insert.

Event description:
Poly exchange was performed for pain. Thickness was increased from 9mm to 11mm on a cs insert.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.